Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin exited the tubing during the fill tubing. Customer's blood glucose was 96 mg/dl. Reportedly, a new cartridge was loaded to address the event and insulin delivery was resumed.